Manufacturer narrative:
It was noted that the trigger shaft was dented causing the trigger to stick half way in. The trigger assembly was replaced.

Event description:
The cordless driver 3 was sent for service and it oscillated when the forward trigger was pulled during testing conducted at the manufacturer. There was no patient involvement or adverse consequences associated with the device. This event is being remediated for running in the wrong mode.